Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No damages were observed that would contribute to a needle mechanism failure. The cause of the reported needle mechanism complaint could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible and was found to be bent. No impact to the patient's glucose level was reported. The pod was not worn.